Manufacturer narrative:
It was also reported that the sales representative was unable to reproduce the reported problem. The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis on (B)(6) 2015. Investigation results are as follows: visual inspection was performed and it was found that the battery lock was missing. The physical damage noted during visual inspection is unrelated to the customer's reported complaint. A review of the autopulse platform's archive was performed and multiple user advisory (ua) 16 (timeout moving to take-up position) messages were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint was unable to be reproduced. The brake gap was checked and verified to be within specification of (0.008 + 0.001) and the platform was run for 30 minutes with a large resuscitation test fixture (lrtf) with no user advisories or warnings being exhibited. Unrelated to the reported complaint, investigation found that the driveshaft was difficult to rotate. The clutch plate was deburred to address the issue. Following deburring of the clutch plate, the platform passed all functional testing. Based on the investigation, the part identified for replacement was the battery lock. In summary, the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 16 was confirmed through review of the platform's archive. It was however, unable to be replicated during functional evaluation. User advisory (ua) 16 is an indication that the autopulse did not achieve the target depth for "take up" within the specified time. A probable cause associated with this fault is usually due to an internal component error or malfunction. There were however, no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. Therefore, a root cause of the reported complaint could not be determined. After replacement of the part identified during investigation, the platform passed all testing criteria.

Event description:
It was reported that an initial call came in on (B)(6) 2015, for a male patient who experienced a cardiac arrest, as a result of a drug overdose. The autopulse was deployed and during use, the platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. The customer discontinued use of the initial autopulse and exchanged the device with another to continue treatment. No adverse patient sequelae was reported. No additional details were provided.